Event description:
Cardene bag (infusing for hypertension overnight) noted to be empty (including drip chamber). Cts np at bedside and aware of possible bolus. Dose verified in IV brain (correctly programmed), line saved and bagged and channel also saved.